Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d10, g4, g7, h2, h3, h6, h10 the lot # 3000294361 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, while performing the branch cauterization, from the cutting jaws metal part got separated from the silicon tip. They completed the procedure with the new one. During the evh procedure, while performing the branch cauterization from the cutting jaws metal part got separated from the silicon tip. No components of the device (metal / silicone) were detached into the harvesting tunnel / inside the patient. He completed the procedure with the new one. No procedural delay. No patient harm/effects due to the defective device.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.